Manufacturer narrative:
The reported event of an inability to pair was resolved by updating the patients phone information in order to pair correctly. There is no indication of a device malfunction.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired. The patient was stable.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested, but not received.